Event description:
Procedure type: gynecology. According to the reporter: the client reports that the balloon burst inside the pt's cavity. There was no report of pieces falling into the cavity or operative time extension or increase size of incision. No pt injury was reported. No additional information available at this time.